Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system has a medical necessity for magnetic resonance imagery (MRI) scan. The implanted closed loop stimulator (cls) was replaced with a cls that has MRI conditional labelling.

Manufacturer narrative:
The evoke closed loop stimulator (cls) was replaced as the patient required a magnetic resonance imagery (MRI) and original implanted device was not labelled for MRI conditionality. There were no allegations against the performance or safety of the cls.